Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the pump screen went blank and the led light did not blink. The customer reloaded the same cartridge and was able to resume insulin delivery. Tandem technical support (cts) explained to the customer that the pump turned off due to low power; the customer acknowledged. Upon reviewing the pump history, it was confirmed that the customer received an incomplete bolus alert. Reportedly, the customer confirmed that the bolus was entered and delivered. Cts explained that the alert would occur when the bolus screen is opened, but not action is performed and the screen is not exited within 90 seconds. The customer understood and acknowledged. Customer's blood glucose level was 409 mg/dl and was addressed with a bolus via the pump.